Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that a delivery wire and main coil were returned. The delivery wire was inspected, and no anomalies were noted. The coil was inspected and was found stretched and kinked. No more damages were found in the device. Microscopic inspection of the delivery wire revealed that the proximal end has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Microscopic inspection of the main coil revealed that the zap tip in the distal end has a smooth surface. The interlocking arm was inspected, and it was detached (part not returned). Dimensional inspection of the delivery wire and main coil revealed the components were within specifications.

Event description:
It was reported that the coil had resistance in the catheter and did not advance. The target lesion was located in the aorta abdominalis. A 8mm x 40cm interlock-35 was selected for use. During the procedure, the y valve was continuously dripping with heparin saline and the guide wire was advanced. The coil had extremely high resistance in the catheter and did not advance. The coil was pulled back to check and deformation was found. The coil was simply pulled out and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed the interlocking arms were detached.